Event description:
The customer reported that the system could not boot up. This resulted in a loss of imaging functionality. No pt serious injury or death associated with the event described in this event.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. The system was tested and found to be working as intended.